Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the stir bar and motor, and upgraded to a tricontinent pump. Although the fse repaired the instrument prior to returning it into service, a root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneously low total protein (tpm) initial result was generated on a unicel dxc 800 synchron system for one patient sample. The result was reported out of the laboratory and was questioned by the physician. The sample was sent to a reference laboratory which generated a tpm repeat value that was higher and considered valid. Data provided by the customer indicated that six additional erroneously low tpm results were generated on the unicel dxc 800 synchron system on (B)(6) 2011. In all instances, tpm repeat results were higher. Although erroneous results were released from the laboratory, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Quality control results during the timeframe of this event were within established specifications. Sample collection/handling information was not provided by the customer.